Event description:
It was reported that during preparation of a port placement procedure, the syringe was allegedly found to be broken after opening the package. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 04/2024. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port, one catheter stylet loaded to a groshong catheter, one introducer needle, two cath-locks, one 8.0fr peel-apart sheath and vessel dilator, one vein pick, one j-tip guidewire loaded in a guidewire hoop and one syringe were returned for evaluation. Gross visual evaluation was performed. The investigation is confirmed for the reported syringe barrel fracture and identified material separation issues as the syringe was noted to have a partial fracture on the barrel flange. Further evaluating the photos of the returned sample, a small portion of barrel falange was noted to be separated from the syringe. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the syringe was allegedly found to be broken after opening the package. There was no patient contact.